Event description:
The hosp reported one of their endoscopes tested positive for strains of staphylococcus and strep on both the internal channels and the insertion tube exterior. No pts have reported signs or symptoms of either strain of bacteria. There was no allegation of harm by an olympus endoscope.